Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient stated therapy started to change about (B)(6) 2017. She kept stimulator on always however, it would start increasing spontaneously, is extremely positional and not getting relief for right back down to toes like before sensation only felt at times/ random locations also felt on left side/ only at right knee. Patient stated did not have contributing factors when started in (B)(6), but patient did fall on left side about a weeks ago. Patient updated hcp and stated she felt she did not damage stimulator which is on left lower abdominal area. Impedances were checked and within good range. Mapped both leads, especially right lead going through each electrode and patient did not received sensation from right back down to toe as requested. Patient received sensations mainly going towards left leg and as low as mid-thigh to upper right back which was uncomfortable. No x-ray in reference. Patient scheduled to meet with hcp on (B)(6) 2018 rep will be present. The issue has not been resolved at this time. Rep will write a note recommending for x-ray to check leads. No surgical intervention occurred. Unknown if surgical intervention is planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the stimulation issues was not determined and the reprogramming did not resolve the issue. The patient was still feeling stimulation in their ribs. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65 lot# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead placement was not ideal. It was noted that the coverage was inadequate for the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was referred to a doctor for a revision/replacement of her entire spinal cord stimulator (scs) system. The rep stated that the implant happened today (2018). The old surgical lead and ins were both completely removed and replaced. No further information was reported.